Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer 3 (full-height matrix) was not reporting position values in the hardware testing application. This prevented accurate drawer travel sensing and caused intermittent open/close detection issues. When the customer attempted to recover the drawer, the system repeatedly prompted the user to close the drawer even though it was already closed. The fse accessed the matrix drawer position sensor by fully extending and removing the drawer as required, then located and disconnected the sensor mounted under the rear of the drawer. The sensor and reflective tape were cleaned to remove dust and residue. The sensor was then reinstalled, properly aligned with the reflective tape, and securely reconnected with correct cable routing. After reinstalling the drawer, functional testing confirmed smooth drawer travel and accurate recognition of open and closed positions. Final verification in the hardware testing application showed smooth position value updates with no dropouts or freezes, confirming successful repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3 did not automatically unlock upon user login. When a recovery attempt was initiated, the system displayed a message stating, "please open the door or drawer." However, the drawer could not be physically opened. The user was unable to proceed past the recovery screen, and the drawer remained inaccessible, preventing normal operation of the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.